Event description:
It was reported that a pt underwent a surgical procedure for a desmoid tumor in 2008 and mesh was placed. In 2009, the pt underwent a surgical procedure to remove the mesh from the abdomen which is reported to have separated and attached to pt's liver. The pt experienced extreme pain, foul odor and severe infection in the affected area. No additional info was provided.

Manufacturer narrative:
(B)(4) - foul odor - (B)(4) - infection. Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.